Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed and the occlusion alarms continued. A system check was performed and a crack/damage was observed on the cartridge. A cartridge change was performed and a bolus was successfully delivered. Blood glucose level was 170 mg/dl.